Event description:
Transporting a pt on the ventilator, shutdown & immediately came back on & went through start up. No patient harm evident but could be in more serious pain, if it were to occur again.